Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. The following information was requested, but unavailable: please provide lot number status of product return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and the adhesion barrier was used. It was reported that a hair was found when opening the package. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/15/2021   additional information: d9, h3, h6 h3 evaluation: an opened sample of product was returned for evaluation. Upon visual analysis of the sample a hair was observed stocked in the mesh. It was not possible to determine the cause of the foreign matter in the sample received. Due to the conditions of the complaint device. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.